Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing with known good internal handles, discharging up to 50j the maximum. Device data log review for the reported event date of 4/27/2026 showed the device was discharged multiple times at various energy levels including levels higher than 50j suggesting the device did not recognize internal handles were connected. The internal handles used during the event and the multifunction cable were not returned as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.